Manufacturer narrative:
Details of complaint: the customer reported that the telemetry transmitter, being monitored at the central nurse's station (cns), went into signal loss. When they checked the patient and the transmitter, they found that the transmitter was overheating. They sent the device in for evaluation and exchange. No patient harm was reported. Service requested / performed: exchange. Investigation summary: the root cause is determined to be that the transmitter design did not foresee the possibility of a short circuit from incorrect insertion of the battery. An nkc investigation was performed under irc-nka300097945 and concluded that incorrect insertion of the battery may cause the battery terminal spring to break the coating of the battery, leading to a short circuit. The overall risk of this event is "medium." The reported issue does not require further investigation through CAPA process. A new design change has been introduced to the transmitter's rear case which would add an insulating sheet to prevent short circuit of the battery caused by incorrect battery insertion. The following fields are not applicable (na) to the MDR report: b2. B6. B7. D4 lot # & expiration date. D6a & d6b. D7b. F1 - f14. G4 device bla number. G5. G7. H7. H9. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the transmitter and is not the device that experienced the failure: cns: model #: cns-6801a (pu-681ra). Serial #:(B)(6). Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The customer reported that the telemetry transmitter, being monitored at the central nurse's station (cns), went into signal loss. When they checked the patient and the transmitter, they found that the transmitter was overheating. No patient harm was reported.

Manufacturer narrative:
The customer reported that the telemetry transmitter, being monitored at the central nurse's station (cns), went into signal loss. When they checked the patient and the transmitter, they found that the transmitter was overheating. The device will be exchanged and the failed device sent in for evaluation. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical product: the following device was used in conjunction with the transmitter and is not the device that experienced the failure: central nurse's station: model: cns-6801a (pu-681ra), sn: (B)(4).

Event description:
The customer reported that the telemetry transmitter, being monitored at the central nurse's station (cns), went into signal loss. When they checked the patient and the transmitter, they found that the transmitter was overheating. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.